Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ep (electrophysiology) study with a decanav catheter and the patient experienced pulmonary bleeding, cardiorespiratory arrest that required CPR (cardiopulmonary resuscitation) and ECMO (extracorporeal membrane oxygenation). The patient died. The patient was been given isoproterenol as part of the ep study and the medical team was pacing them. The patient was under mac (monitored anesthesia care) anesthesia and became unresponsive. At some point the patient began bleeding from their lungs and ended up passing away a "couple of hours later". The medical intervention provided to the patient was CPR, intubation, and ECMO (extracorporeal membrane oxygenation). The bwi products in the body at the time were a decanav® catheter and three quad catheters. The cause of death is believed to have been due to the patient becoming hypoxic. The physician believes a combination of isoproterenol infusion and pacing caused the patient¿s hemodynamics to collapse. It was reported that it was no fault of the catheters, but there were catheters in the right atrium when the patient started to code. The patient had a lot of severe underlying illness including severe copd, coronary disease and moderate aortic stenosis. The generator was never used during the procedure as they did not make it far enough into the procedure to require its usage.

Manufacturer narrative:
On 5-may-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an ep (electrophysiology) study with a decanav catheter and the patient experienced pulmonary bleeding, cardiorespiratory arrest that required CPR (cardiopulmonary resuscitation) and ECMO (extracorporeal membrane oxygenation). The patient died. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and it was recognized and visualized correctly, no magnetic or noise issues were found. Additionally, device was deflected during the test and no issues were observed. A device history record evaluation was performed for the finished device number ad25500019, and no internal action related to the reported condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The cause of death is believed to have been due to the patient becoming hypoxic. Physician believes combination of isoproterenol infusion and pacing caused the patient¿s hemodynamics to collapse. It was reported that it was no fault of the catheters, but there were catheters in the right atrium when the patient started to code. The patient has a lot of severe underlying illness including severe copd, coronary disease and moderate aortic stenosis. The instructions for use (IFU) states the following recommendations: careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement should be done under direct imaging guidance (such as fluoroscopy or ultrasound). Do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).